Manufacturer narrative:
The reported event of under-sensing was confirmed. The provided session records were reviewed and it was confirmed that the ventricular event was under-sensed, resulting in an inappropriate return to sinus. Based on the programmed parameters, the device was performing as expected.

Event description:
It was reported that the patient presented remotely. Patient death was noted due to ventricular tachycardia episodes. Review of transmission revealed that the implantable cardioverter defibrillator exhibited under-sensing which potentially caused delayed detection of the episodes.